Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis that may occur and/or require intervention include, but are not limited to reoperation.

Event description:
On (B)(6) 2016, the patient was implanted with conformable gore® tag® thoracic branch endoprosthesis to treat a thoracic aortic aneurysm. The patient tolerated the procedure. The patient presented to the emergency room on (B)(6) 2018, with chief complaint of increasing shortness of breath and a cough. A computed tomography taken revealed a possible mycotic aneurysm (surrounding the stent graft there is increasing amorphous low density with tiny gas bubbles, overall pattern suggests possible graft infection). In addition a saccular aneurysm was present in the mid descending thoracic aorta just at the superior margin of a previously placed thoracic aortic stent graft. It was reported there is a possible thoracic graft infection and/or aorta pleural fistula. Superior to the thoracoabdominal graft there may be a saccular aneurysm. Reportedly on (B)(6) 2018, a reintervention occurred. The physician did not find an infection and treated the saccular aneurysm by implanting an additional conformable gore® tag® thoracic branch endoprosthesis to cover the saccular aneurysm. The patient tolerated the reintervention.

Manufacturer narrative:
Method code.